Event description:
This spontaneous report ((B)(4)) from the united states of america was reported by a reporter (parent) and concerns a male consumer (age unspecified) who allegedly a and h spinbrush marvel avengers unspecified caught fire and smelled burning plastic. The consumer's medical history and concomitant medications were not reported. On an unspecified date, the son used the a and h spinbrush marvel avengers unspecified as usual. Later, when the reporter walked into the bathroom, they smelled burning plastic and noticed toothbrush had caught fire, though it wasn't left on or anything. No injuries were reported. No additional information was available. The action taken with a and h spinbrush marvel avengers unspecified, and the outcome of the event were not applicable.